Manufacturer narrative:
A review of the device history record confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The manufacturing facility has not received any samples for evaluation. Two photographs were provided for this complaint. In one photograph there is a picture of the syringe propped up on the sheath and the lidding paper from the softpack. The cannula on the syringe appears to be bent and twisted. No information can be discerned from the example of the lidding. In the second picture there is a picture of the syringe, without the sheath, next to the softpack. The cannula on the syringe is bent approximately halfway down. Based on the examination of the photographs the condition presented is a ¿bent needle¿ which has an acceptable quality limit (aql) of 0.4. The aql is acceptable on 10, reject on 11. With 2 defects present, this would not result in rejection of the reported lot/s. The pictures do not show any issues with the safety shield being bent at the end. Process controls are in place to prevent the occurrence and acceptance of the reported conditions during the molding, printing, assembly, and packaging processes, and to ensure components and finished product that meet all quality inspection standards during the syringe assembly processes. In compliance with corporate and local procedures, safeguards are utilized to ensure all processes are controlled and cleaned regularly to minimize any process or product contamination. The control mechanisms are located at the plant and are confirmed on a regular basis to verify continuing efficacy. Based on the information available and the investigation findings, a formal investigation is not deemed necessary at this time.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports: we have experienced several incidences of the safety not activating. The plastic was bent at the end making it difficult to deploy safely.